Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 300 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, insulin pump received with slightly loose drive support disk. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, lcd display window, battery tube threads and scratches on display window.